Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with large abdominal wall ventral hernia thereby underwent open repair with implant of ventralight st mesh. Per operative notes, ¿the adhesions of abdominal wall and small bowel were lysed and freed. A large hernia sac was identified and excised. The myocutaneous advancement flaps were performed on both sides. A ventralight st mesh was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with nonhealing necrotic abdominal wall wound thereby underwent repair with excisional debridement. (B)(6) 2018 - patient was diagnosed with abdominal breakdown/nonhealing necrotic abdominal wall wound with subcutaneous seroma thereby underwent open repair with excisional necrotic skin and tissue with evacuation of seroma. Per operative notes, ¿an elliptical incision was made. The fat necrosis was identified and excised entirely. Underneath the subcutaneous tissue, a loculated seroma identified and evacuated. The excisional debridement was performed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.